Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot kbk414, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, when opening the package, it was found that a white suture had been tied with a black suture on the left and right. Another package was used. There were no adverse consequences to the patient. No additional information was available.